Event description:
It was reported that during routine removal of umbilical catheter, the catheter snapped in a "jagged fashion" at the 9.5cm marking. The patient was transferred to a hospital in order to have a femoral catheterization performed. The catheter was removed radiographically during the femoral catheterization. No patient complications reported.